Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ persistent ablation procedure with a thermocool smarttouch sf (stsf) and the catheter end was pulled out leaving its wires exposed. The report indicated that the patient was prepped and draped in normal fashion. The stsf ablation catheter was advanced into the patient as normal, and a fast anatomical mapping (fam) of the right atrium was created. The transeptal puncture was performed and the stsf was advanced into the left atrium where it was zeroed appropriately. Upon ablation, there were extremely high force readings. Upon re zeroing, the catheter functioned as normal while delivering more ablations. Then, during one ablation, the catheter disappeared off the screen and then appeared in a different location. It did resolve after a few seconds and returned to its accurate position. Force sensor error then appeared on carto. After unplugging and re-plugging the error persisted. Then, as the physician disconnected the catheter from the cable, the catheter end was pulled out leaving its wires exposed and the cable still connected. After disconnecting the catheter and replacing it with a new one, the error was resolved on carto, and there were no further issues. The case continued as normal. The surgery was delayed by ten minutes due to the reported event. The procedure was successfully completed. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 26-feb-2026, it was noted that the wrong h 6. Medical device problem code of material protrusion / extrusion (a0411) was submitted on the initial mw report. The correct code is detachment of device or device component (a0501) which is not MDR reportable. Therefore, h6. Medical device problem code has been updated on this report, and this event is no longer considered MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).